Event description:
In 2006, pt noticed intermittant audible alarming coming from her pump. Four days later, the pt went to hcp's office and pump interrogation showed an attention dialogue box stating eri occurred/ schedule to replace approx 3 months later. Pt had pump implant in 2004. Pt has had good efficacy. Last pump programming change was 5 months earlier and the estimated pump replacement time was 56 months. Hcp stated pt did not have any medical procedures including MRI, diagnostic exam, or surgery recently. Manfacturer requested copy of the programming printouts and logs on this pump for evaluation. Manufacturer recommended to silence the alarm and update the pump. There is question as to the battery current and it was thought that the pump should be replaced.